Event description:
At the time of the listesis, the fins/tabs of two screws were broken intra-operatively. Both screws were replaced during the procedure, resulting in a sixty minute delay to the procedure. The following mfg medwatch reports are being filed for the two screws that were involved in the event: 1526439-2014-11523, 1526439-2014-11524.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The expedium si polyaxial extended tab screw 6mm x 40mm was returned for evaluation. Visual inspection revealed that one of the tabs had broken off at its intended break point. The breakages are clean and no burrs were left jutting from the screw head. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the expedium si polyaxial extended tab screw was conducted on the device family because of a similar tulip head geometric design and functionality. This analysis found no emerging trends. As such, no further trending action will be taken as a part of this complaint file. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting and worldwide post market surveillance. A root cause cannot be determined from the sample and information provided. However, a potential root cause may be inadvertently exerting a force on the tabs significant enough to cause them to break prior to desired time of removal. No corrective and preventive action (CAPA) is necessary at this time as there has been no issue identified in the manufacturing or release of this device. Additionally, no systemic trend exists. As such, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.